Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the magic 3 hydro intermittent catheter caused a urinary tract infection. It was also stated that doctor confirmed the urinary tract infection was caused by catheters. It was unknown what medical intervention was provided for urinary tract infection.